Event description:
On 10/28/97 following a diagnostic procedure, an angio-seal device was placed in the pt's superficial femoral artery. An unspecified amount of time later, the pt reported to the physician that he was experiencing pain in the groin area. On 11/3/97 an exam found a pulsating mass in the pt's right groin. An ultrasound was performed which showed a small pseudoaneurysm in the profunda femoris. Ultrasound guided external compression was attempted without success, due to a partial thrombus formation. The pt reportedly underwent five days of compression therapy (manual pressure and compressor) with resolution of the pseudoaneurysm after three (3), twenty-minute compressions.